Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube.

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter. Was the tube mixed properly after the collection? Yes. Was fibrin present in the serum? No. Was the recommended temperature observed? Yes. What is the centrifugation ramp-up speed? Centrifuge is set to 1300g. When was the calibration of the centrifuge last checked? Sept 2019. Were the centrifuge sleeves balanced to assure proper performance? Yes. Is the centrifuge temperature controlled? If so, to what temperature is it set? No ¿ ambient temp. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier, no complete barrier. Does the poor barrier appear in all tubes or only occasionally? Occasionally. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Specimens are either walked or sent via pneumatic tube system; not sure which method was used to transport this particular specimen. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes, specimens are stored in our store room that is temperature controlled and away from sunlight. Does the patient have abnormally high protein levels (protein disorder)? No, most recent total protein was only slightly elevated. What was storage conditions? Where they stored in refrigerator prior to use? No storage utilized prior to processing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, " was the tube mixed properly after the collection? Yes. Was fibrin present in the serum? No. Was the recommended temperature observed? Yes. What is the centrifugation ramp-up speed? Centrifuge is set to 1300g. When was the calibration of the centrifuge last checked? Sept 2019. Were the centrifuge sleeves balanced to assure proper performance? Yes. Is the centrifuge temperature controlled? If so, to what temperature is it set? No. Ambient temp. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier, no complete barrier. Does the poor barrier appear in all tubes or only occasionally? Occasionally. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Specimens are either walked or sent via pneumatic tube system; not sure which method was used to transport this particular specimen. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes, specimens are stored in our store room that is temperature controlled and away from sunlight. Does the patient have abnormally high protein levels (protein disorder)? No, most recent total protein was only slightly elevated. What was storage conditions? Where they stored in refrigerator prior to use? No storage utilized prior to processing."